Manufacturer narrative:
Additional manufacturer narrative: the subject device was not returned to edwards for evaluation; therefore, the reported event could not be confirmed. Follow-up with the hospital to obtain additional information regarding this case was performed; however, the request was denied. It is unknown whether patient or procedural related factors may have caused or contributed to this event. There is no information suggesting that there was a product malfunction or deficiency. No corrective action is applicable to this case. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic aortic valve, implanted three (3) months and 12 days, was explanted. The reason for explant was not provided. The explanted device was replaced with another edwards bioprosthetic valve.